Event description:
Initial information received was that a 3.0mm diameter by 15mm length s670 stent delivery system was inserted to treat a lesion but was unable to cross the lesion. The product was returned for replacement. Upon receipt of the device, it was found that the stent was not located on the stent delivery balloon. Upon further investigation, it was found that the stent was inserted to treat a lesion in the mid-left anterior descending coronary artery. The lesion was pre-dilated with an unknown size ptca balloon. The stent reportedly dislodged in the proximal vessel prior to placement. The target lesion was successfully retrieved using a 1.5mm ptca balloon. The target lesion was successfully treated with another s670 stent. The patient was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event.